Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 13-feb-2023. The most recent information was received on 24-feb-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("flash like stabbing") in an adult female patient who had essure inserted (lot no. 50707329). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criterion intervention required), pain ("diffuse pain throughout the body"), paraesthesia ("tingling"), burning sensation ("burning"), fatigue ("severe fatigue"), memory impairment ("memory disorder") and disturbance in attention ("concentration disorder"). The patient was treated with surgery (two surgeries, including a hysterectomy). Essure was removed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to pain, paraesthesia, burning sensation, fatigue, memory impairment, disturbance in attention or pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65 kg. Lot number: 50707329, manufacture date:2012-12, expiration date: 2015-12. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 24-feb-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 13-feb-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("flash like stabbing") in an adult female patient who had essure inserted (lot no. 50707329). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criterion intervention required), pain ("diffuse pain throughout the body"), paraesthesia ("tingling"), burning sensation ("burning"), fatigue ("severe fatigue"), memory impairment ("memory disorder") and disturbance in attention ("concentration disorder"). The patient was treated with surgery (two surgeries, including a hysterectomy). Essure was removed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to pain, paraesthesia, burning sensation, fatigue, memory impairment, disturbance in attention or pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65 kg. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 13-feb-2023. The most recent information was received on 13-mar-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("flash like stabbing") in an adult female patient who had essure inserted (lot no. 50707329). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criterion intervention required), pain ("diffuse pain throughout the body"), paraesthesia ("tingling"), burning sensation ("burning"), fatigue ("severe fatigue"), memory impairment ("memory disorder") and disturbance in attention ("concentration disorder"). The patient was treated with surgery (two surgeries, including a hysterectomy). Essure was removed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to pain, paraesthesia, burning sensation, fatigue, memory impairment, disturbance in attention or pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65 kg. Lot number: 50707329. Manufacture date: 2012-12. Expiration date: 2015-12. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 13-mar-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.